Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event is preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented foreign object in the forceps channel during inspection for use. There were no reports of patient involvement.